Event description:
During follow-up, one day post implant, capture threshold was increased resulting in a loss of capture and the r-wave sensing value decreased. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and sensing anomaly were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of the procedure.